Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system: model #: m-4800-01, serial #:(B)(4). Cool flow pump: model #: m-5491-02, serial #:(B)(4). Lasso navigational eco 2515 catheter: model #: unknown, lot #: unknown. Reprocessed acunav catheter. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that after an atrial fibrillation (afib) procedure, the patient experienced an atrio -esophageal fistula and expired approximately 4-6 weeks after the procedure. The stockert 70 rf generator used in the procedure was returned for evaluation where preliminary results indicated a failure for linearity test and the thermocouple test. The device was sent to the manufacturing facility for additional testing where the testing concluded with no failure. Additionally, the device was subjected to preventive maintenance, safety, and functional testing with no issues found. The device is performing according to manufacturer specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that after an atrial fibrillation (afib) procedure, the patient experienced and atrio -esophageal fistula and expired approximately 4-6 weeks after the procedure. The bwi field representative was informed by the physician that the patient had classic symptoms of an atrio -esophageal fistula, such as sepsis. However, it was not known how the atrio -esophageal fistula was confirmed. It was not known if any treatment was administered to the patient. Upon request, additional information was provided on the event. The patient had an atria esophageal fistula causing the septic embolism which resulted in death. The patient presented to the hospital with endocarditis and septic embolism from atrio-esophageal fistula. The patient had slurred speech. The patient was too unstable to intervene. The patient required extended hospitalization. Family withdrew care. The physician¿s opinion regarding the causality of the adverse event was possibly device-related and procedure relate. Patient¿s baseline prior to procedure was atrial fibrillation, but otherwise healthy.